Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that all the conductors were stretched, there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all the conductors were stretched, the inner insulation was kinked/buckled, there was apparent explant damage and the lead was stretched. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable pulse generator (ipg) and two leads were returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately eleven months post the implant of the ipg system. Cause of death was requested and not received.